Manufacturer narrative:
G4, h2, h3 and h6. The device intended for use in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure modes and part number were reviewed and showed that in the previous three years there have been further instances of each failure mode. These instances are being monitored to determine if additional corrective or preventative actions are required. It is not possible to determine the exact causes of why the device displayed the failure mode. Factors that are known to cause or contribute to the reported leaking issue can arise from the valve seals becoming contaminated or worn. The investigation has now been closed and recorded as insufficient information to determine a root cause.

Event description:
It was reported that the patient noticed that the renasys go was displaying an air leak warning. She notices a small hole in the dressing so she tried to put a bandage on it and changing the canister with no results. The nurse tried all the troubleshooting steps with her through the phone and concluded there might be a leak in the system. The patient had the intention to stop the therapy due to the constant failure of the device. No patient harm was reported. No further information is available.